Manufacturer narrative:
(B)(4) concomitant medical products: 15-105044, m2a tpr hi carbon 41/32 mm lnr, 247770, the 10-104056, m2a-t m/h rad 2hl shl 41/56 mm, 916190, the 103533, ti low profile screw 6.5x30 mm, 968160, x180311, bi-metric/x por nc 11x135, 139960. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01037, 0001825034-2018-01039, 0001825034-2018-01040, 0001825034-2018-01041.

Event description:
It was reported that the patient's hip has been revised approximately nine years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event could not be confirmed. Device history record was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient has been indicated for total hip arthroplasty revision approximately twelve (12) years post-implantation due to pseudotumor. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable.